Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. The device was not returned to the manufacturer; therefore, an evaluation could not be performed. Based on the information provided, the root cause of this complaint cannot be determined.

Event description:
It was reported that the azur embolization coil unexpectedly detached from the pusher wire within the microcatheter without use of the detachment controller. The microcatheter was removed with the coil in its entirety from the patient without further incident. There was no reported patient injury.